Event description:
It was reported the charging adapter for the personal diabetes manager (pdm) "exploded". Additionally the patient reported the battery was not functioning and the outlet was blackened. Additional information has been solicited from the patient but none has been provided as of the submission of this report. If additional information is provided a supplemental report will be filed.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. No lot release records were reviewed, as the product lot number was not provided.